Manufacturer narrative:
Medtronic field representative reported that the event occurred when the vga cord was plugged into the navigation system. Unplugging the cord prior to booting the system resolved the issue. No further issues were reported. No parts were returned to manufacturer for analysis, therefore, no findings are possible. A software investigation was also completed. This investigation was unable to determine the root cause of this event as information provided by the site proved to be inconclusive. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging spin was interrupted and the navigation system's screen got stuck on 'waiting to receive images'. A hard reboot of the navigation system did not resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.